Event description:
On 5/15/08, a customer reported a health care professional that on the day before, he experienced symptoms of trembling and diaphoresis. He took a blood glucose test on his freestyle freedom meter using fs test strips (lot number: 0701832) and obtained a reading of 4.1 mmol/l. Customer reported eating some sugar but a few minutes later he lost consciousness. A member of his family gave the customer a sweet drink and he recovered over the next hour. The customer also reported the readings he was obtaining on his meter were higher than the customer expected with reference to his diet. As a result of this incident the hcp decided to hospitalize the customer. While the customer was in the hospital (for three days) the customer obtained a reading of 19.8 mmol/l on his freestyle freedom meter compared to a reading of 4.8 mmol/l with a laboratory meter within a 10 minute timeframe. When plotted on a parkes error grid, the results fell into the 'd' zone; results in this zone are deemed clinically significant. It is unk what diagnosis was given or what treatment was rendered during the customer's hospitalization.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up will be submitted if these are received. It should be noted: the health care professional discovered the customer had a number of vials of test strips with different lot numbers and was unaware that he needed to code the meter to test strips in use. A replacement meter and test strips have been issued.